Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/ evaluation; however, photo and image were provided. The investigation of the reported event is currently underway.

Event description:
It was reported that post port placement, the device allegedly fractured. It was further reported that the patient experienced pain and swelling during an infusion. Reportedly, the health care provider removed and replaced the port. The patient is reportedly stable.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation, however, four electronic photos and one medical image were provided for review. The investigation is confirmed from photo and image review as the photo shows visible catheter fractured and separated from the port and the image review revealed the catheter tubing is either fractured at the hub connection or has come off the hub connection. A definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port placement, the device allegedly fractured. It was further reported that the patient experienced pain and swelling during an infusion. Reportedly, the health care provider removed and replaced the port. The patient is reportedly stable.